Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had a short electrode shock of their heart due to atrial fibrillation which was not related to their device or therapy. They had to turn the patient's stimulation off to check their heart and the patient was not sure if the stimulation was turned back on since they were not feeling stimulation at the time of the report. They were not able to get any connection with their implantable neurostimulator (ins). The patient checked their ins with their recharger and they were able to charge with 6 coupling boxes shaded. It was reviewed that the patient should wait until their ins was at least ¼ charged before they could turn their stimulation back on. The patient was implanted for spinal pain. No interventions or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.